Manufacturer narrative:
Evaluation summary: the analysis showed that one atb45 device was received instead of a tsw35. The device was received with the closing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non-functional. The device was disassembled to verify the condition of the internal components; the yoke were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was tested for functionality with a test device and it fired conforming. It should be noted that at least 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported during a donor nephrectomy procedure, the device did not open properly. Another device was used to complete the case. There was no adverse patient consequence.